Event description:
It was reported that the patient's urinary tract infections had resolved and they were now doing better and seeing improvement. It was unclear if the patient was given antibiotics or any other treatment for their urinary tract infections. It was also unknown when the utis previously occurred. The patient stated that they did not want to increase their stimulation more because they felt like they were being electrocuted when attempting to do so. The patient denied feeling any discomfort or undesired sensations at the moment. Later, the patient stated that they increased their stimulation to a comfortable level. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of " infection, urinary tract " and "undesired sensations, stimulation-related" were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had urinary tract infections that were resolved and they were now doing better and seeing improvement. It was unclear if the patient was given antibiotics or any other treatment for their urinary tract infections. It was also unknown when the utis previously occurred. The patient stated that they did not want to increase their stimulation more because they felt like they were being electrocuted when attempting to do so. The patient denied feeling any discomfort or undesired sensations at the moment. Later, the patient stated that they increased their stimulation to a comfortable level. There were no additional patient complications.